Event description:
Severe patellofemoral arthropathy [arthropathy]. Pressure on patella [arthropathy]. Case description: spontaneous report was received on (B)(6) 2012 from an orthopedist regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was significant for previous treatment with synvisc in the past. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2011, the pt underwent patella lateral release procedure to keep tight lateral structure to decrease pressure on patella. The action taken with synvisc treatment was not provided. The outcome for the event of pressure on patella was not provided. Concomitant medications were not provided. The intensity for the event of pressure on patella was not provided. The reporting physician did not provide the relationship between synvisc and the event of pressure on patella. F/u info was received on (B)(6) 2012 regarding relevant history, indication and route of the suspect drug, event info. The pt's medical history was significant for osteoarthritis (duration 2 years and 7 months) with prior effusion, joint narrowing, osteophytes, previous use of non steroidal anti-inflammatory drugs and steroids. On (B)(6) 2011, the pt initiated treatment with intraarticular synvisc injection. On an unspecified date, the pt experienced severe patellofemoral arthropathy. The event of pressure on patella was not yet recovered. The outcome of the event of severe patellofemoral arthropathy was not provided. The intensity of the event of patellofemoral arthropathy was severe. The intensity of the event of pressure patella was moderate. The reporting physician accessed the relationship between synvisc and the event of pressure in patella as remote/unlikely. The reporting physician accessed the relationship between synvisc and the event of pressure in patella as remote/unlikely. The reporting physician did not provide a causal relationship between synvisc and the event of severe patellofemoral arthropathy.

Manufacturer narrative:
F/u info was received on (B)(4) 2012 regarding relevant history, indication and route of the suspect drug, event info. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.